Manufacturer narrative:
Device evaluation of battery charger/modem sn: (B)(4) has been completed. The reported problem (charger resets) has been confirmed. Upon investigation the battery charger/modem was resetting. The cause for the failure was isolated to a internally shorted q1 current-controlling transistor on the bedside board. The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn: (B)(4) to report that the charger/modem was resetting.